Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 08/24/2020. An investigation was conducted on 08/26/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed. The bisector electrodes were observed to be intact, no visual defects were observed. The blade was observed to be bent into the base of the bisector electrodes. A mechanical evaluation was conducted. The bisector blade was unable to be extended and retracted within the cannula due to the bent blade. The bisector blade was observed to be bent to the one side of the bipolar electrodes. During the manipulation of the toggle switch, the bisector blade was caught on the side of the bipolar electrodes which wouldn't allow the blade to be extended or retracted normally. Based on the returned condition of the device, the reported failure "mechanical issue" was confirmed as well as for the analyzed failure "material twisted/ bent blade" the certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The c of c is available for review as an attachment to the record.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro bisector is stuck and will not retract. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro bisector is stuck and will not retract. A replacement device was used to complete the procedure. The hospital did not report any patient effects.